Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump has no display. Troubleshooting was performed and customer confirmed blank display. Customer mentioned that their was a fluid inside the pump. No harm requiring medical intervention was reported. The product will be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display, moisture damage and cosmetic damage at an undisclosed location found on september 03, 2022. The device passed the active current test. Unable to perform displacement test due to insulin pump error on october 31, 2022 at 08:13:24.000 when rewinding the motor. Insulin pump error caused by moisture damage on the motor. Pump failed self test due to insulin pump error on october 31, 2022 at 08:16:12.000 due to moisture damage on j6 connector. Pump failed sleep current test due to moisture damage on electrical boardc1 and 2. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing and in the history files or traces. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 2 force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label stained, retainer knit line damage, end cap address label missing, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, missing display window cover and minor lcd display window scratches. Blank display was not observed during analysis. Blank display not confirmed. Insulin pump error due to moisture damage on the motor. Insulin pump error confirmed due to moisture damage on j6 connector. Unexpected battery power loss confirmed due to moisture damage on electrical boardc1 and 2. Moisture damage confirmed on the electrical boardc1 and 2 force sensor, motor, harness assembly vibrator and keypad flex tail. Cosmetic damage confirmed on corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.